Manufacturer narrative:
The device was received for evaluation. Visual inspection identified embedded particles at the supply line¿s tubing, not in the fluid path. The reported issue was verified. The cause is due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient found a black spot inside a homechoice cassette during set up. The patient used a different cassette to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.